Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown. Product type software product ID hh90t01 lot# serial# (B)(6). Product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator does not power on and will not charge. The patient stated they have tried a different usb charging cord but that did not resolve the issue. The patient was upset because yesterday it worked fine until 2am and now it was not working at all. The patient mentioned that they charged the communicator around 8pm last night. An email was sent to the repair department for a replacement communicator. No patient injury reported. Additional information was received from the patient who reported that they received the replacement communicator but were unable to get it to pair. The agent asked what the problem was, but the patient did not know. The patient stated that they had worked with their rep, but they could not get it to pair. The patient stated that they sent both communicators back to medtronic, so no troubleshooting was able to be performed. The patient also stated that they were also having trouble with the app on the handset for a while. The patient stated that at least once a day the app freezes and a 3 digit number comes up asking them to contact medtronic and they have to reboot. The patient was requesting a replacement handset. A replacement handset was requested from the repair department because the app was not responding/requiring reboot, and the patient could not pair the tm90t/communicator. No patient harm report.